Manufacturer narrative:
Waiting for additional information from customer.

Manufacturer narrative:
It was reported that while the caregivers were attempting to return the patient to the bed using the sara flex device, they observed a cut on the patient's leg, which was bleeding. Allegedly the cut occurred during patient transfer. Following the incident, the patient was taken to the emergency room, where the laceration was treated with stitches. After the event the arjo representative evaluated the device. It was determined that no malfunction was noticed. No sharp edges were observed. The customer confirmed that the resident had been identified as being at risk for skin impairment according to the established plan of care. The instruction for use for sara flex device contains 'care and preventive maintenance' section which informed that: every week caregiver should visually check exposed surfaces for damage, sharp edges,etc. - pay close attention to all the parts that are in contact with the patient: foot plate, leg strap, leg support, patient/resident handles. - look for tears in the leg support and leg strap. - look for any deformation in structural parts. Based on provided information there was no device malfunction found which might led to the patient's injury. To sum up, the arjo device was used for the patient transfer when the event occurred and from that perspective, it played a role in the event. The device was performing as intended. No malfunction was found. The complaint was decided to be reportable due to fact that patient sustained serious injury during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that a patient was transferred from a wheelchair to a bed. The cargiver noticed that the patient leg was cut and was bleeding. The laceration requiried 9-10 sutures.